Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a scrotal infection. The cardiologist performed a dialysis treatment in october 2024 with vascular access near the pressure regulating balloon (prb). A month later, the patient developed an infection in the scrotum and antibiotics were administered. The patient was monitored. Four months later, the aus tube was exposed from the scrotum and the physician decided to explant the aus. There were no additional patient complications reported.